Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, after the leads were connected to the device, it was noted the device was pacing inadequately. While attempting to disconnect the lead from the header, the set screw was unable to be removed. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to loosen the ventricular setscrew to release the right ventricular (rv) lead was confirmed. The analysis revealed the setscrew could not be untightened and had to be removed by machining. The header material elasthane was confirmed to be the substance found in the rv-connector block threads. This material caused the setscrew to be stuck in place and unable to be removed by the wrenches. A manufacturing anomaly may have occurred that left or caused the elasthane to be in the connector block threads.